Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 h3 h6 laboratory analysis summary the device related to the reported events capsular contracture and crease/folding of implant was received on (B)(6) 2025 with lot number 1222177. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
"Any creases" were observed during surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted and replaced.